Event description:
This complaint is from a clinical study. The target lesion as the left internal carotid artery. The pt was a male. There was no calcification or vessel tortuosity, the rate of stenosis was 95%. The 1st angioguard had tip damage during prep. Type of damage is unknown. The 2nd angioguard's delivery and the stent placement were successful. Pre-dilatation (3.5mm/6atm) and post-dilatation (4.5mm/6atm) were performed with balloon catheter (brand unk). During the procedure, the patient's blood flow stopped. The blood around the target lesion was suctioned by aspiration catheter (export, medtronic) and the flow returned to normal. According to the physician, the filter basket was clogged with the debris and led to the no flow. Eight hours after the cas procedure, paralysis was appeared on the patient's right hand. As cerebral infarction was confirmed by CT, intravenous drip was administered. According to the physician, this was more likely occurred due to the thrombosis. The pt is out of the hospital now. There were no residual symptoms.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of 2 products involved with the reported event. The associated manufacturer report number is 9616099-2009-01015. Additional info will be submitted within 30 days of receipt.